Manufacturer narrative:
Follow-up #1: date of submission 11/05/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2017 with the following findings: a review of the pump¿s black box showed the cs69 failure was written as a cs87 failure in black box. The error is resident to the flash chip (u39). During testing, the pump was powered on to a hard ¿cs69¿ alarm. The pump was unable to recover from cs69 after reboot and further testing was unable to completed. The pump was exercised for 24 hours and failed from a cs69 alarm. Unrelated to the original complaint, the battery compartment was found to be cracked above the grip pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 006 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.